Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator and evaluated the logs on site. The logs show a technical error indicating a communication error. The latest software was reloaded. The fse could not duplicate any technical errors. No abnormal was found during the ventilation and the pre-use check was passed. The device was returned to the customer for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator generated a technical error code. No more information provided. There was no patient harm. Manufacturer's ref. #: (B)(4).